Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
¿It was reported that the video system center exhibited a scope communication error e116. The issue occurred during inspection for use. There were no reports of patient involvement.